Event description:
Additional information received identified the sensor was calibrated through right heart catheterization on (B)(6) 2018. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the sensor has drifted. As a result, a recalibration may be pending.